Manufacturer narrative:
No deviation could be found at the cartridge provided. According to the quality standard, a material defect and production error can be excluded. A usage related error cannot be excluded, e.g. Due to improper handling or an overload situation. Based upon our historically grown product experience and due to different simulations regarding an insufficient inserting of the cartridge or a too fast application of the clips, this could be one possible root cause of the described failure. Malfunctions can be caused by incorrect assembly sequence, the correct order of assembly must be observed. According to the 8 d report no CAPA is necessary.

Manufacturer narrative:
Manufacturing evaluation: investigation on-going. Should additional relevant information become available, a supplemental medwatch report will be submitted.

Event description:
It was reported to aesculap ag that a challenger ti-p ligature clips device was used during a procedure performed on (B)(6) 2020. According to the complainant, the ligature clips cartridge detached from the shaft. A replacement device was used to complete the procedure. No patient complications occurred as a result of this event. Additional information has been requested, but has not yet been received. No patient details were made available. The adverse event / malfunction is filed under aag reference (B)(4).